Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (holding sleeve w/ stop for matrix, part number 03.632.123, lot number 7474959). The subject device was received with most of the distal threads of the holding sleeve broken. The returned condition agrees with the complaint description and so the complaint is deemed confirmed. Drawings for the sleeve were reviewed during the evaluation. The inner sleeve component for 03.632.123 is the same as 03.632.001. The original design for the threaded tip on the inner sleeve was changed to prevent breakage. The tip geometry was changed to a more constant outer diameter. The outer sleeve material is made out of anodized titanium, same as the 03.632.001 predicate device. No design issues were noted during the evaluation. The breakage may have been caused by over-threading, off-axis loading during insertion, or applying force while the sleeve was not fully seated in the screw. The technique used with the instrument is not known and so a definitive root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no patient involvement. Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history record review for part 03.632.123, lot 7474959: release to warehouse date: 14 january 2014. (B)(4) review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that the first two (2) threads in the threaded portion of two (2) of the short holding sleeves were broken off and devices would not engage the screw. The evaluation set was returned and a new set was sent as a replacement. It was reported there was no patient involvement. This is report 1 of 2 for (B)(4).